Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with 510k number k190805. Evaluation summary: it was caused due to a fluid damage in the cmos module. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. Grey dot on image on screen, dot comes from the scope.